Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was not present during investigation. Pump delivery accuracy and technical safety check tested in spec.

Event description:
As reported by the user facility: it was reported that this unit had an under infusion issues, no further information was shared. No pt injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.